Event description:
While transferring a resident from the bed to broda chair using a hoyer lift, the resident slid from the hoyer sling while in a position approx 46" above the floor - hitting the back of the head and sustaining a significant injury requiring a hosp transfer. It is surmised that the left leg strap was not securely attached to lift.